Manufacturer narrative:
(B)(4). The customer's experience of damaged tubing was confirmed, although the damage was a slice and not a crack on the tubing as originally reported. During visual inspection of the set received, it was noted immediately that the pvc tubing had a rough slice cut that measured 0.0426 inches located 18 inches below the flo-stop. Functional and pressure testing was performed. A leak was observed from the rough cut in the pvc tubing. The root cause of the damage to the pvc tubing was not identified.

Event description:
Received report from customer that tubing cracked. Customer stated that no further patient/event info is available.